Event description:
The customer stated that she thinks the secondary of insulin back flowed into the primary based upon the clinical presentation of the pt when the insulin bag was found empty. Details of the event were reported as follows: the pt requested only one IV site because he was concerned about receiving too much insulin while sedated with pain medication; therefore, the pt's IV therapy was managed through a single IV site. The pt had a primary infusion of normal saline, a secondary of insulin 275 unit/275 ml and hydromorphone 25 mcg/25 ml. The insulin was attached to the smartsite port above the pump, below the check valve and the hydromorphone was administered via IV push below the pump. The customer reported that the secondary of insulin was programmed with call back to infuse at various rates/amounts (example 8 ml/hr with vtbi 8 ml, 5.1 ml/hr with vtbi 5.1ml, etc). At 05:00 am on (B)(6) 2012; the pt's family contacted the nurse because the secondary bag was empty. The pt blood glucose was obtained; it had decreased from where it was at midnight, but was not critically low or consistent with receiving more than 200 units of insulin. The physician was notified and 12.5 grams of dextrose 50% was administered. There was no additional intervention required and no long term pt harm was reported. The pt was discharged home.

Manufacturer narrative:
(B)(4). Device not received, log received, log review only. The customer reported the IV bags and tubing were discarded, however, the pump and pc unit were sequestered to rule out any programming errors. The customer has requested an event log review only. They have declined an eval stating the devices were thoroughly evaluated in clinical engineering and no issues were identified. The event logs and data set have been received and the eval is pending. A follow up report will be submitted with results once the eval has been completed.